Event description:
Additional information was received that the patient's ipg pocket was revised to address pain at the ipg site on (B)(6) 2023. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Patient weight was requested but not received.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention is planned to address this issue.